Event description:
A customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the image would disappear intermittently. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The customer's glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor but was unable to confirm the reported image issue. When connected to known, good, test blades, batons, and bronchoscope, the tsr was unable to reproduce image cut-out or presence of artifacts. The customer's monitor passed verathon's device functionality testing. Neither the cable nor the video baton used with the monitor during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the glidescope core 10-inch monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.